Manufacturer narrative:
UDI: (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was implanted to the patient via lp-shunt with a setting 7 due to normal pressure hydrocephalus. The setting could not be changed therefore, a revision surgery was performed. It was reported that the symptoms tended to deteriorate this year, and it was not variable when trying to change the pressure. No further information was provided by hospital.

Manufacturer narrative:
Additional information: sample was received for evaluation. The sample was visually inspected and no defects were noted. The valve was hydrated and tested for programming, the valve passed the test. The valve was flushed and no occlusions were noted. There were no leaks and the valve reflux passed the test. The valve was dried and the siphon guard was removed. The valve was then pressure tested and the valve passed the test. No product problem identified therefore no root cause could be found the manufacturing records were reviewed, and no anomalies were found. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.